Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002. Device not returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient had comorbidities and a history of spitting sutures. The patient returned for irrigation and debridement. The patient is currently doing fine. Can you identify the product code and lot number of the product that was used? Vcp945h. Procedure date and date the spitting suture was observed? Unknown. Aside from the wound bandaging. Was other treatment provided? Irrigation and debridement. Was the suture removed or trimmed? If yes: removed. Was the suture trimmed in physician¿s office? No, in the operating room. Was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? Yes, suture was removed and irrigated and debride. Was reoperation necessary to remove the suture and re-close the wound? Reop to remove but staples were used to re close. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the onset date of the spitting suture? Please provide the date of the re-operation where suture was removed and irrigation and debridement were performed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. Post-op, that the patient was spitting suture. The patient returned for irrigation and debridement. The suture was removed and staples were used to re-close. The wound was bandaged to complete the healing process. The patient is currently doing fine. Additional information was requested.